Manufacturer narrative:
This report is submitted on july 18, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration following a fall. The patient underwent revision surgery to have a new implant placed on (B)(6) 2018.